Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 22. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative orpost-operative complications reported.